Manufacturer narrative:
One suturefix ultra ahr s was returned for evaluation. Visual assessment showed the suture anchor construct has broken off at the tip. The anchor portion of the construct was not returned. The suture remains attached to the inserter. The trigger has been advanced to the proximal end of the handle body indicating an attempted deployment. The inserter shaft is bent. The nose tube was removed exposing the fork. The fork tines have been broken off and were not returned for evaluation. The break area of the fork is bent and twisted. The distal end of the nose tube is splayed. The condition of the device indicates it was subjected to excessive force during use. User error may have been a contributive factor of the event.

Event description:
It was reported that the front tip part was broken during self tapping. No patient injury was reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.